Event description:
(B) (4). This spontaneous case, reported by a physician via a sales representative concerns a male patient. Medical history and concomitant medications were not provided. The patient took insulin lispro (humalog) via humapen ergo (dose, duration and indication was not provided). The patient was seen in the emergency room in (B) (6) 2010 his sugars went very low and he was given glucose ((B) (6)/ lot unknown). He did not experience any unconsciousness. He did not hold his injections for five seconds. The outcome was not provided and it was unknown if he continued taking humalog. The patient operated the device. Training status was not provided. The general device duration was not provided. The duration of use of the suspect products was not provided. The return status of the available pen was not provided. The physician felt the low blood sugar was related to the device because it was very old. Update 3-jun-2010: additional information was received on (B) (6) 2010 from the global product complaint system. Added the device specific safety summary, updated the EU/ca fields and improper use and storage was updated to yes. Narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This report includes final evaluation findings. No additional information is expected. Evaluation summary: an emergency room physician reported seeing a patient with very low blood glucose. The patient did not experience unconsciousness. According to the reporting physician, the patient was using an older insulin device. The device was not returned for investigation and the batch number is unknown. Malfunction unknown. There is evidence of improper use. The user does not hold the injection for five seconds. Not waiting 5 seconds can result in an underdose if leakage occurs.